Event description:
Customer reported that t:slim x2 pump battery would not charge, which included receiving a power source alert. There was no adverse impact to the customer¿s blood glucose level despite pump shutdown, as levels did not exceed 500 mg/dl. Customer was advised to plug the adapter into a working outlet for 30 minutes, after which the pump began charging with original supplies. Insulin on board and max hourly bolus were reset, and cgm sessions needed restarting. Customer was informed and understood the resolution.